Manufacturer narrative:
Concomitant medical products: product ID 3889-33, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the lead was disconnected from the implantable neurostimulator. The patient experienced pain and less than 50% therapy relief. Bladder ¿dysfunctions¿ were also noted. The locations of the symptoms were noted to be the device pocket, bladder and pelvis. Impedance testing was done, but no results were provided. An x-ray was also taken. Action had not yet been taken, but was planned. The patient was to contact the responsible hospital. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.